Event description:
The product was returned as an implant failure because of failure to osseointegrate and due to bone condition and pain. Based on the report, the patient had good oral hygiene and good bone condition. Implant was removed because of pain and bone condition. The fixture was implanted with a two stage surgery. Implant was placed in tooth location number 14. No bone augmentation material was used. The patient has no medical history. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient outcome was reported as recovered with no complications.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95 percent. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.